Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for joint effusion (possible infection of right shoulder incision. Pt called office on (B)(6) states he was admitted to hospital in florida on (B)(6) on IV antibiotics) no relationship to study device: not related relationship to primary study procedure: possible date of event: 29 dec 2025 date of implant: (B)(6) 2025 date of revision: no information provided device location: right treatment/impact: hospitalizations, diagnostic interventions (vnous duplex, ultrasound, MRI, xray), injected medications (vancomycin ivpb 2000mg, piperacillin-tazobactam IV 4.5mg), aspirations, oral/topical medication (lidocaine 5% patch, acetaminophen-codeine 300-30mg, po linezolid 600 bid and augmentin 875 bid x 1 week), debridement, antibiotics, implant retention depuy synthes products used: catalog number: 550536008 lot number: 354222 component type: glenosphere unique device ID: (B)(4). Catalog number: 550035600 lot number: 233591 component type: screw unique device ID: (B)(4). Catalog number: 550300500 lot number: 235422 component type: screw unique device ID: (B)(4). Catalog number: 550011240 lot number: 664506 component type: baseplate unique device ID: (B)(4). Catalog number: 520000036 lot number: 662705 component type: humeral unique device ID: (B)(4). Catalog number: 550000368 lot number: 661994 component type: shell unique device ID: (B)(4). Catalog number: 550036000 lot number: mi156850 component type: liner unique device ID: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.